Event description:
During a rotator cuff repair utilizing the healicoil rsb sa 4.75mm w/2 ub-bl, cbrd b it was reported that that anchor shattered and pulled out while tying suture. There was a five minute procedural delay and there were no reported patient injuries or complications. The patient did not have any adverse reaction. The rotator cuff repair was successfully completed. The surgeon completed the repair with the remaining 3 implanted anchors, of the same catalog and lot number. He used the sutures from the 3 remaining anchors to create a suture bridge with a lateral row with a competitor's anchors. The broken anchor pieces were removed and the hole was left empty. Patient bone quality was indicated as normal. The 4.75mm disposable healicoil regenesorb awl was used for hole preparation. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).